Event description:
It was reported that the customer's insulin pump has two cracks on the top two corners. The blood glucose reading was 150mg/l. Advised the caller to discontinue the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corners, battery tube threads, and scratched screen. The device was unable to prime during the prime test as a result of a loose/flush motor support disk.